Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not lock the cutter in. It was further noted that the pawls were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to running the handpiece in the load position, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device would not lock the burr device in. According to the report, attachments were tested with other motors and they worked fine. During an in-house engineering evaluation, it was observed that the device would not lock the cutter in and the pawls were damaged. There was no delay to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.